Manufacturer narrative:
The device was not returned; therefore, a physical investigation could not be performed. A lot history review was not possible as the lot number was not provided. Based on the information provided and without the return of the device, the reported event could not be confirmed and the root cause could not be determined; however incidents are monitored on a routine basis for trends. Should additional relevant information become available a supplemental MDR will be filed. Device identifier (di): (B)(4). Production identifier (pi) number is unknown as the lot number was not provided.

Event description:
It was reported that the mynxgrip device which was being used for arterial closure with a 6f procedural sheath following an interventional peripheral procedure, failed to deploy. The peg (sealant) was sticking in the procedural sheath. As reported, the user shuttled down completely. Significant resistance was not felt when shuttling down. Unusual force was not applied when retracting the sheath. Manual compression was applied for 15 minutes to achieve hemostasis. The patient's hospitalization was not prolonged as a result of the mynx event. No further information is available.

Manufacturer narrative:
The lot number, the UDI number and the device expiration date were provided. Device available for evaluation?: was updated. Device evaluated by MFR?: was updated. The device manufacture date was provided. (B)(4). Visual inspection of the device showed that the shuttle was engaged to the handle. The sealant and advancer tube were in the manufactured position and exposed to blood. Shuttle down procedure was simulated and the advancer tube was able to properly engage the distal tamp lock. The condition of the returned device indicated an incomplete engagement of the advancer tube. The catheter, shuttle cartridge, advancer tube and tamp locks were inspected for anomalies that may have obstructed the device path during deployment. No anomalies were observed. The review of the lot history record (f1533605) indicated that there were no reworks, special conditions or related non-conformances for this lot. The lot met all product specifications, including quality control acceptance criteria prior to release. Based on the information provided and the investigation performed, the reported event was caused by an incomplete engagement of the advancer tube during the procedure. If the green shuttle is not advanced until resistance is felt (per mynx instruction for use (IFU), the advancer tube will not be engaged to the distal tamp lock. This will cause the advancer tube and sealant to follow the shuttle cartridge back out of the tissue tract during the retraction step, resulting in the device failing to deploy. However, based on the information reported, it cannot be conclusively determined why the shuttle down step could not be completed.